Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the handle was not able to recognize the reload. The stapler was not able to fire. The device sterilization method is autoclave and the type of cleaning is auto washer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: no longer reportable.